Manufacturer narrative:
The investigation into the stroke/cva has been completed since the original report was submitted. The device was not returned for investigation. It was reported that echo the following day revealed known small left ventricle thrombus. As relevant clinical information was not provided, the root cause of the stroke/cva and the thrombus could not be determined. Impella 5.5 with smart assist for use during cardiogenic shock. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Manufacturer narrative:
Serial number, lot number, expiration date, unique identifier (UDI) # and device manufacture date are not known. The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿

Event description:
The user facility reported a 61-year-old male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient began to complain of loss of vision followed by disorientation and lethargy during impella cp support. It was noted that a left ventricle¿(lv) thrombus had been present at the time of impella implant. Despite a scheduled computed tomography¿(CT) scan coming back as negative for hemorrhaging, the decision was made to immediately explant the pump following reports of the noted symptoms. Biomaterial was found on the device following explant.